Event description:
It was reported that inappropriate therapy was delivered for rapidly conducted atrial fibrillation. The device was reprogrammed.

Manufacturer narrative:
No medwatch form was received.